Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b1, b3, d1, d2, d4, g4, h4, h6.

Event description:
Patient reported right side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6

Event description:
Patient reporting right side rupture by MRI. Device has been explanted and replaced with a non-allergan device